Event description:
As reported, approximately three years post tka, patient had a revision due to osteolysis. No additional information available.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the osteolysis reported may have been the result of patient-related conditions or prosthesis wear and subsequent particle-induced osteolysis. The contributions of third body wear, patient-related conditions, and/or osteolysis to the sequence of events cannot be confirmed as the devices are not available for evaluation and no additional information was provided. The most probable root cause associated with the reported event of "osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface. Furthermore, the most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.